Event description:
The patient's mother reported there was a hole in the pilot balloon of the tracheostomy tube which caused the cuff to deflate. The tube was removed and the patient was re-cannulated with another 5.5 pdc tracheostomy tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.